Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is eg gilero. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city state and site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd® hd check systems leaked fluid in their packaging. The following information was provided by the initial reporter: "leaking fluid in main package".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-oct-2022. H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 14499 . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples were submitted to aid in our investigation into this issue. Based on the device returned our engineers were able to associate the reported issue with or supplier, who was notified of the situation. Our supplier has completed their investigation into this issue. They were able to identify residual particulates in the chamber and on the inside of the bags of the returned units. This residue comes from the testing solution and is a clear sign of a leak. The issue has been confirmed. Analysis of the lids found that only was not fully engaged. The level to which this one chamber had not been engaged was not sufficient for our supplier to confirmed that this had led to the leak. Further analysis of the o-rings of the lids was not able to identify any damage that would have led to the observed leaks. Unfortunately, our supplier was not able to identify the root cause for this issue at the conclusion of their review. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd® hd check systems leaked fluid in their packaging. The following information was provided by the initial reporter: "leaking fluid in main package."